Manufacturer narrative:
Follow-up # 1 (06/15/2014), device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - ((B)(6) 2014) - correction: this supplemental is being sent to correct information that was submitted previously. The returned test strips reported in (B)(4) were incorrectly listed as returned meter with the initial follow-up report submitted on (B)(6) 2014. The meter has not been returned to lifescan for investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
In august 2014, lifescan received the coroner¿s report of an autopsy performed on the late patient in (B)(6) 2014. Lifescan¿s (B)(6) of medical affairs & medical safety officer has reviewed the coroner¿s report and noted the following: the report indicates the cause of death as ¿end stage congestive cardiac failure and extensive cerebrovascular disease¿ in addition to ¿diffuse ischemic vascular disease in a woman with brittle diabetes mellitus¿ and the report also clarifies that ¿there are no typical recent changes diagnostic of hypoglycemic brain damage¿. Based on the medical records provided for review, lifescan¿s (B)(6) of medical affairs & medical safety officer concludes that there is no medical evidence that the patient¿s onetouch ultraeasy meter caused or contributed to the patient¿s untimely passing.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a secondary issue was noted when the meter was found to be over-labeled. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/reporter in (B)(6), a nursing home manager, contacted lifescan to report the onetouch ultraeasy meter was giving inaccurately high readings. On (B)(6) 2014, the technical service representative spoke with the reporter to obtain and verify information. The reporter claimed the patient passed away after this reported event occurred. On (B)(6) 2014 at 2:15 am, the patient was found by the nurse to be comatose, unresponsive and breathing rapidly. While the patient was comatose, the nurse tested the patient¿s blood glucose level to be 14.6 mmol/l with the reported meter. The nurse provided no treatment for the patient and contacted emergency services. At 3:00 am paramedics arrived and tested the patient¿s blood glucose level; however the reporter was unable to provide this reading. The paramedics provided the patient no treatment and transported her to the hospital. In the emergency room the patient¿s blood glucose level was tested to be 1.0 mmol/l (18 mg/dl) and she was admitted to the hospital with a diagnosis of coma. The patient passed away on (B)(6) 2014. The reporter stated the cause of death was listed as ¿inconclusive¿ and toxicology tests were being performed. The patient managed her diabetes with set doses of humulin insulin administered by the nurse, 28.0 units at 8:00 am and 10.0 units at 10:00 pm. On (B)(6) 2014, the evening prior to this event, the patient had been given her usual doses of insulin and had a late meal of crackers and biscuits. The reporter was unable to provide the patient¿s blood glucose readings from the day prior to this event, from (B)(6) 2014, as the facility kept no written records and the meter has been turned in to the police. Troubleshooting revealed this meter, which is marketed as a consumer meter, was used on multiple patients in the nursing home. The nursing home did not perform any quality control tests on the reported meter prior to performing patient tests. It was also determined the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The reporter stated he was not alleging the meter may have contributed to the patient¿s death. It is not clear if any actions were taken for this patient based on meter readings obtained prior to the onset of symptoms. The patient¿s symptoms began prior to the meter issue and the allegedly inaccurate reading of 14.6 mmol/l. However, as the patient¿s previous blood glucose levels are unknown, the cause of death is unknown, and the test result of 14.6 mmol/l did not correlate with the patient¿s symptoms and the result on the hcp meter, this complaint is being reported.

Manufacturer narrative:
The patient¿s test strips have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.